Manufacturer narrative:
Findings: motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. No additional information provided.